Manufacturer narrative:
Postal code is not indicated at this time. Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
An ophthalmologist reported that following a cataract with iol (intraocular lens) implant surgery, a patient experienced an unexpected refractive outcome. The iol was later replaced with an iol of a different dioptric power. Additional information has been requested.